Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl "or higher" while wearing the pod between 24 and 36 hours. Patient reported a delay of treatment at initial hospital, and this caused a silent heart attack. Patient was transferred to a second hospital and was catheterized, and after this she had a stroke. The patient was treated with the medications listed below; she was released after spending 5 days in the hospital. Patient could not recall when pod was removed, but confirmed it was worn to the hospital initially. It was reported that the pink slide did not move forward on this pod, which indicates a needle mechanism failure occurred. Patient was given following medications while in the hospital: clopidogrel (75mg; once daily in the am), anastrozole (1mg; once daily in the am), metoprolol succinate; extended release tablet (50mg; once daily), rosuvastatin (20mg; once daily), chromium (1mg; once daily), losartan (100mg; once daily), multivitamins with minerals (once daily), aspirin 81mg (chewable tablet, once daily in the am). Patient reported the following exams were performed: basic metabolic test panel, cbc (complete blood count) and auto differential (performed 3 times), cmt (charcot-marie-tooth disease) test in morning, hemoglobin a1c, manual differential, poc (point-of-care) glucose test (performed 9 times), protime test - inr (international normalized ratio), troponin (high sensitivity performed twice). Patient reported the following imaging tests were performed: CT (computed tomography) head without contrast, cardiac catheterization, EKG (electrocardiography), MRI (magnetic resonance imaging) brain without contrast.